Event description:
Pt had a very large aorta, exhibiting a huge aneurysm. Zenith main body graft fit very snugly inside the aorta due to the selected length. The tortuosity present within the vessels promoted an anterior/posterior rotation of the main body graft within the aorta. However, the ap rotation did not result in any complications during the procedure. Angiogram performed of the zenith placement observed a distal endoleak on the contralateral side. In order to preserve hypogastric patency, a main body extension was deployed distal to the leg graft: overlapped by a full stent body. Endoleak was still apparent, and believed to exist from the slight unevenness between the two grafts at the junction site. Junction was re-ballooned with no resolve to the endoleak. A short iliac leg graft was selected for deployment, bridging the junction site of the contralateral leg graft and the main body extension. Endoleak was sealed off. A viewing of the completion angiogram performed viewed bilateral hypogastric patency and a secure seal of the aneurysm.